Manufacturer narrative:
(B)(4). Date sent: 08/18/2020 additional information received: the device cut in a jagged manor but no staples were delivered at all.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from knob area and the knob was noted in home position. Based on the photo alone the event describes cannot be confirmed.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification needed on ¿no staples were formed.¿ did the device deploy staples? If yes, were the staples malformed or irregular in shape (malformed staples)? Or did the device cut but no staples delivered (would not staple)? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
During an open right hemicolectomy, the first reload was used and performed as intended however, when a second reload (packaging not retained) was loaded and checked which was all confirmed okay, failed. The surgeon tried to fire the device however it felt very stiff when trying to advance and then suddenly ¿jumped¿ and only cut the tissue very jaggedly and no staples were formed. This caused a delay as another tlc75 was opened and swiftly used below the affected are to resect the tissue. No patient harm has been reported.